Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; instead the smart pneumatic module was returned. During evaluation of the smart pneumatic module to determine root cause, the technician observed damage consistent with mis-handling. Root cause could not be firmly established due to the observed damage. A replacement smart pneumatic module was sent to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "runtime calibration failure-1051" message. Complainant indicated that there was no patient involvement in the reported malfunction.